Event description:
Procedure type: proximal pancreaticoduodenectomy. According to the reporter: after firing on the stomach, the clamp bar could not be retracted and the jaws would not open. To remove the device, additional firing was done on pt side. No bleeding. Nothing fell into cavity. Incision was not extended more than 3cm.

Manufacturer narrative:
(B)(4).